Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a lead revision procedure, the connector on the atrial lead was cleaned and all electrical values were normal when tested with the pacing system analyzer (psa). Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The lead was left implanted and connected to a new device. The patient was stable with no adverse consequences. Related manufacturer report number: